Event description:
It is reported that the device was implanted in 2006, to repair the patient's shattered left tibia platform after falling from a ladder. The pt did not weight bear on the leg until given permission from his physician approx three months later. Approx two months later, the pain of the injury which had begun to lessen became much worse. The following month, an x-ray revealed the plate had fractured. The device was revised in 2007.

Manufacturer narrative:
Evaluation summary: the plate is a temporary fixation device until the fracture heals. The bone did not heal over the course of 2 1/2 months, and after weight bearing for almost 2 months, the plate broke under an increased load in fatigue. Evaluation: no product was for review; however, a photo of the device and x-rays were provided. Device history records indicate MFR to specification.